Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced left should pain due to placement of right ventricular lead and the implantable cardioverter defibrillator. The patient presented on (B)(6) 2018 for revision procedure and a new access site was chosen. The lead was electrically normal. The lead was replaced and the device was reused. The patient was stable post procedure.